Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, abt model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8575082.

Event description:
It was reported that the patient's scs lead had migrated. Surgical intervention took place where the lead was explanted and replaced.